Event description:
The customer initially reported that they were unable to zero the transducer. During in-house evaluation of the returned product it was determined that one of the samples had a crack in the transducer housing.